Event description:
While setting up the heart-lung console for surgical procedure, level detector and air bubble detector alarms were observed unexpectedly. The device was replaced prior to the procedure and the surgery was completed without incident. There was no impact to the patient as a result of this event.